Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Following lumbal spinal decompression and fusion surgery, with use of orthoblast-ii putty, the patient developed a wound infection, fever, and drainage. Intravenous antibiotic therapy with vancomycin was ineffective; the patient required surgical debridement and irrigation of the wound.